Event description:
It was reported that the patient passed away due to right heart failure and septic shock. The death was not considered to be device related and the device operated as intended. The right heart failure was not pre-existing to implant. The right heart failure was not thought to be device related. The patient was admitted on (B)(6) 2021 and remained admitted until passing away. The infection was determined to be related to pneumonia found on a bronchoalveolar lavage culture and gram positive cocci found in blood cultures. The patient was hypotensive despite inotropic support and had positive cultures.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure, sepsis, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.